Manufacturer narrative:
Company rep evaluated the unit. Customer was advised to replace the multi-gas module bench, but declined replacement.

Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No pt injury was reported.